Manufacturer narrative:
Follow up to be sent if additional information is received

Event description:
Letter was received from (B)(6) insurance indicating they insure a home that suffered fire damage and an invacare bed may be responsible. No injuries specified. Fire is alleged and being further investigated

Manufacturer narrative:
The device was evaluated by an expert obtained by invacare which found that the bed was not the cause of the fire. Upon arrival, our expert found that the site had been disturbed - nine pieces of evidence had been removed. Our expert found evidence of 30 candles and smoking materials

Event description:
Letter was received from (B)(6) insurance indicating they insure a home that suffered fire damage and an invacare bed may be responsible. No injuries specified. Fire is alleged and being further investigated